Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens. The surgeon was advancing the lens in the injector when he noticed the haptic broke/damaged. The surgeon caught this before there was any patient contact. No patient injury. Another same model and size lens was implanted. The reporter did not know the injection system the surgeon used,

Manufacturer narrative:
(B)(4). Result - visual inspection of the returned product found the optic is scratched and one loop haptic is bent. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).